Event description:
Information received on 12/27/96 indicates the pump was removed from the patient and replaced.

Manufacturer narrative:
Pump was not functionally tested. Tubing was functional. Tubing had a fatigue and wear leak.